Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that staff had to inflate the cuff every hour. Due to issues with trach tube they were advised an urgent trach change. The problem was fixed by replacing the trach tube. The incident took place at patient home. The device was manipulated by a healthcare professional, there was patient involvement, there was no harm/adverse event reported.

Manufacturer narrative:
Device was returned for investigation. It was reported that as received, there were no damages or anomalies observed. In order to replicate clinical use and test cuff inflation, the trach tube was filled with air using the returned syringe. The cuff was visually inspected for full inflation and air leakage. No immediate deflation was observed. An additional measure was to submerge the trach tube underwater to aid in localizing leaks. No leaks were observed. The complaint of hole in cuff cannot be confirmed nor replicated. The complaint of cuff leakage cannot be confirmed nor replicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.